Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)" in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of implant / expulsion of essure device / pain from coil poking cervix") with pelvic pain, uterine cervical pain ("cervix and pain"), adnexa uteri pain ("pain-ovary area") and medical device pain ("pain from coil"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, uterine cervical pain and medical device pain had resolved and the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device expulsion, fallopian tube perforation, medical device pain and uterine cervical pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, perforation of organ was replaced with event fallopian tube perforation, event device dislocation was replaced with event expulsion of essure device, cervix pain and medical device pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.